Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and a blank display from the insulin pump. The customer was hospitalized for low blood glucose readings of below 20 mg/dl. The customer treated her low blood glucose reading with a manual injection. The customer also stated that the pump is reading low and delivering too much insulin. The customer also stated that there was a blank display and scratches on the screen. The customer was advised to insert new aaa alkaline batteries. The customer was advised to monitor the pump and contact her health care provider regarding her low blood glucose readings.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.